Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the usb cable does not charge the pump. The customer's blood glucose level was 154 mg/dl. Customer was able to successfully charge the pump using a different cable.